Event description:
The customer reported being hospitalized due to a virus and high white blood cell count. The customer stated that she was wearing the insulin pump at the time of her admission, but the hospital staff had the customer remove as insulin was not working to decrease his glucose level of 430mg/dl. The caller stated that she had some kind of virus, which leads to vomiting and to raise her glucose level. The customer mentioned that she placed the insulin pump in the counter and disappeared, and it may have been stolen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.